Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed to open and not stay closed. The customer stated that the user was able to retrieve medications from another station which resulted a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed to open and not stay closed. The customer stated that the user was able to retrieve medications from another station which resulted a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer 2 was not sensing closed. A field service engineer (fse) found that the magnet was missing from the latch. The fse replaced the inseparable part, powered the station back on, launched the hardware testing application, performed the final test, posted the results, and restarted the station. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.